Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that olympus medical systems corp. (Omsc) was informed during a laparoscopic cholecystectomy with the subject device, both an examination lamp and an emergency lamp did not work. Then the user facility changed to another unspecified similar device immediately. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.